Manufacturer narrative:
E1: patient city: (B)(6) patient country: hong kong. Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint: (B)(4) has been evaluated. The batch: 6009085 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code tubing connector detached from infusion set (cannula part/base piece). Complaint investigations. The reference samples for batch: 6009085 were previously tested in complaint: (B)(4) on 19/jun/2025 for visual test, functional air flow test and functional air leak test. Functional test 2: static according to wi-002688 version 2 on reference samples, reference samples passed the test. Functional test 3: click according to 4a02045 quality specification for automatic gluing tube of comfort product. Device history record (DHR) review: the lot: 6009085 was manufactured according to the wi version 98 and packaging in the machine 14, on 03/sep/2024, with a total of (B)(4) units. Welding: the lot: 4h05605 was assembled according to the wi version 34 on-line inspection for welding machine ls24 and ls25 on 02-sep-2024, with a total of (B)(4) units each. The lot: 4j00595 was assembled according to the wi version 34 on-line inspection for welding machine ls24 and ls24 on 03-sep-2024, with a total of (B)(4) units each. Gluing of connector: the lot: 4h05596 was glued according to the wi version 37, line 03 on 02-sep-2024, with a total of (B)(4) units each. The lot: 4h05597 was glued according to the wi version 37, line 3 on 03-sep-2024, with a total of (B)(4) units each. The lot: 4h05595 was glued according to the[?]wi version 37, line 03 on 02-sep-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 16/jul/2025 against malfunction code tubing connector detached from infusion set (cannula part/base piece) and lot: 6009085 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on the visual inspection for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and reported malfunction. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number: (B)(4). Event occurred in hong kong. It was reported that patient experienced infusion set tubing detachment issue on (B)(6) 2025. No further information available.